Event description:
The customer reported that a pt dialyzed on: in 2006. (The following is a synopsis of clinical investigations reported by clinical complaint investigator, dated 2006. Full report documents are attached. The pt's nephrologist had identified a possible hemolysis based on the fact that the blood sample drawn 30 minutes into the pt's treatment had "pinkish" serum. However, upon reviewing the mclaren medical ctr's lab results the nephrologist stated that no hemolytic event had occurred. No pt injury occurred and no medical intervention was required. There is no evidence that suggests that a gambro product caused or contributed to this incident.). The pt's medical history was not provided by the clinic.

Manufacturer narrative:
Pts nephrologist identified a possible hemolysis based on a blood sample drawn 30 minutes into pts treatment. However, upon further review, the medical ctr's lab results the nephrologist stated, that no hemolytic event had occurred. No pt injury occurred and no medical intervention was required. Due to other reports of hemolysis incidents at this and an associated clinic, an MDR will be submitted. Note that with cessation of all mfg activities in dec 2000, gambro renal products is no longer a medical device MFR.